Event description:
It was reported that approximately two days post-implant that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.